Manufacturer narrative:
Continuation of d10: etbf2516c166e stent graft, etlw1613c124e stent graft, implanted on: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately two weeks post implant, that the right atrial (ra) lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. The ra lead remains in use. No patient complications have been reported as a result of this event.